Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to loss of osseointegration approximately 1 year and 2 months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was moderate. The doctor reported no significant findings during the implant removal surgery. The patient needs another surgical intervention.